Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube. Unable to performed the displacement test due to blank display anomaly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. Unit received with broken battery cap.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 123 mg/dl. The customer stated that there is crack on the pump by the battery compartment and piece of it is missing. The customer stated that during the battery changing process the piece of the pump broken off and got stuck inside the battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.